Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 06-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the physician replaced the lead because the patient was not getting good coverage. The patient was doing fine now.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated there was no device issue. The location of the lead had moved out of cervical region. The revision that occurred on 05 aug seemed to not be helping patient, and the lead may still be too low or not in cervical. Patient scheduled with dr. (B)(6) in (B)(6) neurosurgeon for revision. Dr. (B)(6) did try to put in a surgical 2x8 lead and 565 lead there was scar tissue etc would not allow to put in surgical lead. He was able to get a new 977a275 (B)(6) in place at c3 level . Patient did have coverage left shoulder down arm day of surgery did have normal surgical pain from the actual surgery. Caller requested an x-ray but does not know where the lead is located at this point. The caller met w/ patient yesterday and when she learned of the lead location not providing therapy benefit. Caller noted the location of pain is in shoulder and lead needs to be in cervical. Customer discarded.